Event description:
It was reported that the patient had good coverage and pain relief with her scs, however she began complaining of an annoying ''pulling sensation'' along the path of the lead. It was noted that the area had been numb for a period of time after the operation, and the patient became aware of the sensation as the numbness began to resolve. The patient's hcp re-tunneled the lead so that it was not as superficial and left more slack in the area of her back incision. Impedance measurements were within range, there was no apparent problem with the system, and it was reported that no problems were anticipated.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; anchor model 3550-39, lot # n275353, implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).